Manufacturer narrative:
Investigation summary: we could not confirm customer¿s complaint of the device powering off during infusion while connected to ac power. Plugged the device into ac power. The ac power led light illuminates when plugged in. Device powers on correctly in ac and dc power modes. Left device connected to ac power and removed the battery. Programmed the device to run a stress test on ac power. Programmed the device to run at a rate of 300 ml/hr. For a duration of 24 hours. Protocol start time 10/02/2024 @ 4:00 pm. Protocol stop time 10/03/2024 @ 4:00 pm. Device passed the protocol with line a vtbi complete. Device did not experience any shutdowns during this test. Device is functioning per design. Probable cause was not found. Reinstalled the battery and charge the battery for a minimum of 8 hours. Battery recharge start time. 10/04/2024 @ 2:00 pm. Updated on 10/04/2024. Battery recharge start time. 10/04/2024 @ 2:00 pm. Battery recharge stop time 10/04/2024 @ 11:30 pm. Performed battery operational checkout. Programmed the device to run at a rate of 25 ml/hr. For a duration of 7 hours on dc power only. Battery operational start time 10/04/2024 @ 11:50 pm. Device alarmed with low battery alarm n58 on 10/05/2024 @ 3:56 am total run time of 4 hours and 06 minutes. Device than alarmed with depleted battery n252 on 10/05/2024 @ 6:19 am total run time of 6 hours and 29 minutes. Device failed the battery operational checkout. Replaced the battery and recharged the battery for a minimum of 8 hours. Re-ran the battery operational checkout. Device passed the battery operational checkout with new ICU medical csb battery installed. Probable cause is incorrect battery installed. Non-ICU medical battery installed. Updated on 12/14/2024. Full r&d analysis report will be attached to twd. Engineering summarizes findings: by aug 13th, we got the replace battery alarm due to bad charge counter and the alarm continued till the device was powered off. By aug 16th, the battery moved from level 4 to level 0 in less than 1 hour. Again, we got depleted battery, and the battery drained from level 4 to 0 in less than an hour confirming a bad battery. The infusions were working as expected and we got vtbi completed alarms on both line a and line b. By aug 27th, the device was powered off and not used again. Engineering evaluates that the battery drained from level 4 to level 0 in less than an hour, twice, indicating a bad battery condition. Also, the nurse tried to clear the replace battery alarm through power cycles and opening and closing the cassette door. But the alarm continued, which required the nurse to clear the alarm by using biomed mode. According to system operating manual document, the typical battery operating time with a new and fully charged battery is 7 hours when infusing at 25 ml/hr., and 4 hours at 999 ml/hr. Depleted battery alarm: according to the system operating manual document, n252-depleted battery alarm occurs when the infuser is running on battery power and the battery voltage drops below depleted voltage limit (5.45v) for 3 times consecutively, this is a high priority alarm which stops the infusion and prepares the pump for shutdown if not plugged into ac within 3 minutes after it is triggered. The clear condition is to connect the device to ac power source. Replace battery alarm: according to the system operating manual document, n56-replace battery alarm occurs when the battery or battery charge circuitry needs service. This is a low priority alarm, and it does not stop the infusion. According to the plum a+ and plum 360 active malfunctions and alarm documentation, replace battery alarm occurs when a questionable battery event is detected 3 consecutive times. (Asserted to indicate a full battery discharge faster than expected, i.e. Approaching the end of life and therefore needs to be replaced) this alarm persists and reasserts over, power cycles until it is cleared by pressing the ¿change battery¿ soft key in biomed mode after installing a new battery. Engineering concludes that the customer¿s complaint about the pump shutting down while on ac could not be confirmed as the device was powered off by the user while being connected to ac main. The replace battery alarm occurred multiple times and was not cleared using ¿change battery¿ softkey in biomed mode. However, the battery drained from level 4 to level 0 in approximately less than 1 hour, twice, confirming a bad battery condition. Hence recommends the service center to do the preventive maintenance tests. Apart from this, the device was working properly, and infusions were delivered as expected. Correction h7: update to blank. This complaint is not associated with the recall as the battery involved was a non-ICU battery.

Manufacturer narrative:
Recall number z-2430-2023. The device was received for evaluation. The investigation is pending.

Event description:
The event involved a plum 360¿ infuser. The reporter stated that the device shut off during operation. There was patient involvement but no adverse event was reported.